Event description:
During a remote follow-up, post-paced t-wave oversensing, far-field r-wave oversensing (ffrwos), inappropriate automatic mode switch (ams), competitive atrial pacing (cap) and pacemaker mediated tachycardia (pmt) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.